Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer completed cleaning disinfection and sterilization (cds) checklist, results of third-party testing, the device evaluation and the legal manufacturer's final investigation. The customer provided the cds processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. Precleaning was performed immediately after the patient procedure. Water was aspirated through the instrument/ suction channel with a suction pump/ the forceps elevator was moved to raise and lower 3 times in the water during aspiration. The air/water channel was flushed using mh-948. Presoaking was performed during manual cleaning. The device passed leak testing. The detergent used for manual cleaning is anios. The brushed points were the instrument/suction channel, suction cylinder and instrument channel port. The distal end was brushed with a channel-opening brush and a single used soft brush maj-1888. The automatic endoscopic reprocessor (aer) used is soluscope. No defects where noted with the aer. The disinfectant and detergent used with the aer are anios. All channels were connected when setting up in the aer. The expiration of the disinfectant and the water quality are controlled. The water filter is replaced periodically in accordance with the instructions for use (IFU). The device is blown dry with compressed air and stored in a drying cabinet. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2023 sampling from: all channels cfu: 4 cfu/endoscope (3 cfu/100ml) bacterial identification: micrococcaceae the device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: distal end cap cover --- insulation < threshold. Light guide rod lens (2x) --- cracked. Bending section rubber glue --- separated and worn out. Connecting tube --- insertion tube insulation near threshold value. Universal cord --- buckles. Angulation --- less or specified value. Biopsy channel wear and tear: replacement as preventive maintenance however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported that the colonovideoscope tested positive for an unexpected contamination. The issues were found during regular examination in the hospital. The user did not report any contamination or any other serious deterioration in state of health of any person, to which this medical device could have been a contributory cause.